Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery for fracture of distal end of left humerus with the plate and the screws in question. In the surgery, the surgeon inserted the screws in question in the second hole from the most distal and distal in angle-fixed mode. The screw insertion was being performed with the elbow joint in extension, and when the flexed position was checked after insertion, the elbow joint was not flexed. It was discovered that the screws had pulled out the elbow head. The screws in question were removed and the screws of different length were reinserted in variable angle mode. The surgery was completed successfully with 10 minutes surgical delay because of the replacement of 2 screws. After the surgery, the surgeon commented that the distal plate was installed slightly forward, which may have caused the screws to enter in the direction of exiting into the elbow head. No further information is available. This report is for one (1) va lockscr ã¸2.7 head 2.4 self-tap l50 ta. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer. E3: reporter is a j&j employee. G4: postal code-(B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.